Manufacturer narrative:
The device was returned for bench repair. It was confirmed, that the device was opened outside the factory/repair bench and was modified (parts removed/replaced). Philips does not support third party modification of the mx40. Therefore, the device was not tested/evaluated for the reported failure. The root cause cannot be determined, due to the condition of the device.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry device has a speaker malfunction error message and no audible sound. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.